Event description:
It was reported that during a coronary stent procedure, the physician had successfully placed a 2.5 x 16 express2 stent in the lad. He then attempted to cross that stent with another 2.5 x 16 express2 to place a stent distally and was unable to cross. Some resistance was encountered during removal and the stent caught on the guide catheter coming back. Upon removal the distal end of the stent appears to have lifted. No patient injuries or complications occurred.